Event description:
During verification testing at the service ctr, channel 3 of the device alarmed with an e321 (battery charger timeout) error code.

Manufacturer narrative:
During testing, channels 1, 2, and 3 of the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.